Event description:
Intuvie received a report indicating that, during routine preventive maintenance (pm) testing at mckesson medical the device failed the flow rate test. The failing values were not provided. No patient involvement was reported.

Manufacturer narrative:
A review of the device serial number history did not identify any similar complaints. The failure mode was confirmed by mckesson medical and the probable cause was determined to be an out-of-calibration condition. Corrective actions included hex file installation and recalibration. CAPA-15 was initiated to investigate the root cause of this failure mode. An occlusion failure was also identified and corrected during servicing performed by a third-party service provider. Reference complaint #: (B)(4).